Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an in-clinic follow up. Upon initial check, it appeared the pocket was infected. The implantable cardioverter defibrillator was explanted and the procedure was completed successfully. The patient was stable.